Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that there was an alleged inaccuracy. Cervical case and got the anatomy in the first scan and did their first spin. Inaccurate after the spin. Inaccurate on the clamp level by 1 mm. Did another spin and they were inaccurate by 1 cm. Moved stealth to the foot of the bed, moved the clamp, took another spin and they were accurate. The probable cause was the refraction from the imaging drape. They were able to continue the case. There was a delay to the procedure of less than one hour. There was no reported impact to patient outcome.